Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery that is 90% stenosed. The patient presented with severe angina the vessel was pre-dilated with a 2.0x10mm unspecified semi compliant balloon. The 2.75x38mm xience alpine stent delivery system was deployed at 16 atmospheres. Fluoroscopy after stenting revealed an edge dissection a the proximal end of the stent. Another xience alpine stent was used to treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.